Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery is today/hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("I m having issues breaking outin what looks like hives"). The patient was treated with surgery (essure removal surgery-hysterectomy). Essure was removed. At the time of the report, the medical device removal and urticaria outcome was unknown. The reporter considered medical device removal and urticaria to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- surgery is today. Most recent follow-up information incorporated above includes: on 16-mar-2020: social media received. New event added: hives. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery is today/hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("I m having issues breaking out in what looks like hives") and weight fluctuation ("I have lost 10 and gained 15 back"). The patient was treated with surgery (essure removal surgery-hysterectomy). Essure was removed. At the time of the report, the medical device removal and urticaria outcome was unknown and the weight fluctuation had not resolved. The reporter considered medical device removal, urticaria and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- surgery is today, weight fluctuation. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: event I have lost 10 and gained 15 back added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery is today') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media - surgery is today incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.